Event description:
(B)(6) in (B)(6) in the united states reported that the uninterruptible power supply (ups) sn (B)(6) in use with the eflexis instrument had failed and was causing a burning smell. The customer tried to replace the ups with another unit that had been stored since 2021, but when installed that unit also gave a burning smell so the customer turned off the analyzer and notified grifols. Initial reports noted that the lab was evacuated and lab personnel went to the ER to be evaluated for headaches and sore throats. Grifols followed up with the customer who noted that the technical staff working the day of the incident elected not to be seen or treated but out of an abundance of caution one staff member was seen several days later. It could not be determined if her symptoms were a result of the ups failure that occurred, or another health issue related to respiratory illness season. The grifols fse went onsite and determined that the burning smell was coming from the ups battery and was isolated to the ups. He plugged eflexis instrument directly into the wall outlet, turned on the analyzer, and had the customer run qc. The testing passed without any errors and there was no burning smell from the elexis analyzer, confirming that the issue was only with the ups. The fse ordered a new ups to resolve the issue and the replacement ups was installed. Grifols performed an investigation to determine the root cause of the failure of the ups battery. The ups manufacturer recommends that the ups battery should be replaced every three years. Old batteries can lead to overheating. The ups 110v model abce 14442-11 sn (B)(6) installed at (B)(6) was installed in july 2021 and there was no record of the ups battery being replaced after that time. At the time of the burning smell reported by the customer the battery had been installed for beyond the time recommended by the manufacturer. A risk assessment was performed. Incorrect battery maintenance can result in a worst-case scenarios of 1. Ups with a battery failure that escalates to fire with potential to cause life-threatening injury or illness if contact with fire causes burns to the operator. This had an overall risk of acceptable (severity: critical, probability: improbable). 2. Ups with a battery failure that escalates to smoke with potential to cause non-life-threatening major injury illness if inhalation of smoke causes respiratory distress to the operator. This had an overall risk of acceptable (severity: major, probability: remote). The root cause of ups battery failure was the age of the battery. As a preventative action, grifols will update preventive maintenance procedure sops to instruct grifols fses to check for ups battery age and replace ups batteries per the manufacturer instructions in order to prevent similar occurrences. No additional information is expected. This is the final report.